Event description:
It was reported that during an arthroscopy the healicoil peek anchor broke inside the patient while using the product during the surgery, it was removed by suction. The procedure was completed using a s+n back up device in the same originally drilled bone hole, no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula. The anchor is off of the device but still attached to the sutures. The anchor is broken in-half. A functional evaluation could not be performed since the anchor has already been deployed and is broken. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.